Event description:
It was reported that during bha surgery, the cement set too quickly (within 6 minutes) although the surgeon managed to place the stem. The operating room temperature was at 23c. The cement had been stored at the room temperature (23-25c) at the hospital. The mixing time was 2 minutes. The cement was mixed by acm. No additive was mixed with the cement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B) (4).